Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. It was felt the cuff miss was due to plaque. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the cuffs remained in the pockets, the link was loose, the posterior needle was ejected from the needle shank but was not engaged with the cuff, and the suture knot was unraveled. This is indicative of retracting the needle plunger prior to deploying the needles. During lab testing, we removed the needle plunger from the device and found both needles were bent at the proximal end, consistent with closing the lever to park the foot prior to completely retracting the needle plunger. A proxy plunger was inserted into the device to test the needle trajectory and push mandrel travel length and the results were acceptable. During the proxy plunger insertion, the anterior cuff successfully captured the needle. Based on the investigation findings, the root cause for the partially deployed device is incorrect technique because the device deployment sequence in the instruction for use (IFU) was not followed. The needle plunger was partially retracted prior to being depressed to deploy the needles. Also, the lever was closed to park the foot to remove the device prior to completely removing the needle plunger from the device, resulting in bent needles at the proximal end as observed. No manufacturing or quality issue detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.